Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using the pre-close technique via prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, upon deployment, the knots came out along with the device. The suture of two new prostyle devices were successfully pre-placed. The sheath was upsized, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The mal position was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. In this case, it appears the suture became caught in the closed foot and either became caught in the vessel and was cut to remove or may have pulled out of the vessel due likely to friable vessel or a partial capture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.